Manufacturer narrative:
H.6. Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and obtained the logs. Bd service confirmed that the false positives are caused due to the inadequate conditions of the instrument. This is an unconfirmed failure of the bd product as the issue is caused due to the ambient temperatures. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2021. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were caused due to ambient temperatures. The root cause was due to the ambient temperatures. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and obtained the logs. Bd service confirmed that the false positives are caused due to the inadequate conditions of the instrument. This is an unconfirmed failure of the bd product as the issue is caused due to the ambient temperatures. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2021. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were caused due to ambient temperatures. The root cause was due to the ambient temperatures. Bd quality will continue to closely monitor for trends associated with this failure. Complaint history for ¿results¿ was reviewed for the month of october. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 14, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.0a, 1.1a, 1.2a and 1.6a. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: 4 false positives".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "4 false positives".